Event description:
It was reported that the pt went to the emergency room because they could not turn off device stimulation. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).